Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder and (B)(6) was used as the state.

Event description:
It was reported that bd insyte autog bc is leaking. The following information was provided by the initial reporter: customer states that product 382523; lot number 4155276 is leaking at the hub and it's causing the customer to have to be stuck again. The customer would like an ack letter and a closure letter. Customer contact information not provided.

Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number (B)(4).and lot number 4155276. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
None additional.